Event description:
Reporter stated the customer experienced hyperglycemia of 29.0 mmol/l when he woke in the morning. He delivered 22 units of insulin via pen and an additional 10 units via the infusion device. His blood glucose eventually decreased to 14.0 mmol/l the next day. He changed the cartridge and infusion set and noticed the cartridge had been leaking insulin into the infusion device. The alleged product was requested for evaluation. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6).